Event description:
It was reported that during a routine device upgrade procedure, the atrial lead exhibited a drop in sensing values following direct manipulation. The physician opted to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.